Manufacturer narrative:
MDR 3003442380-2026-13807 / initial 3 of 4 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose involving four infusion sets over a two week period, most recently on (B)(6) 2026 and was treated with correction boluses via the pump.